Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 7.7 months, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and aortic regurgitation. Per the operative report: a transverse aortotomy was used to expose the aortic valve. There were multiple large vegetations on the ventricular and on the aortic surface of the aortic prosthesis. These were removed and sent for culture and pathology. The valve was then excised from the annulus, and it came out quite easily, consistent with chronic infection.